Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material inside both the air/water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. A definitive root cause was not identified even though the type of material was could be residue of cleaning solution, however based on the results of the investigation, the probable cause of the ¿white foreign material inside both the air/water cylinder and tube" malfunction would likely be related to the reprocessing that was not conducted properly due to leakage from the plug unit, scope cover, biopsy channel, and tube in universal cord. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified olympus will continue to monitor field performance for this device.